Manufacturer narrative:
Product event summary: possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/59 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: analysis of minimally invasive left thoracotomy hvad implantation - a single-center experience. The thoracic and cardiovascular surgeon, 2018 may 27. Doi: 10.1055/s-0038-1649493. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article compared outcomes from a minimally-invasive left thoracotomy approach versus median sternotomy for vad implantation. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients who experienced complications on vad support, including vad-related and non-vad-related infections, gastrointestinal bleeds (gib), thoracic bleeding, right heart failure, hemolysis, pump thromboses treated with thrombolysis and pump exchanges, neurologic events, cardiac arrhythmias, respiratory failure, wound dehiscence and mesenterial infarction. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The hvad pump with an unknown serial number was not returned for evaluation. Review of sterility certificates could not be performed since the pump serial number was unknown. Log file analysis was not performed since log files covering the reported event date were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.